Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As initially reported by the eye care professional (ecp) on (B)(6) 2017 via telephone, a consumer experienced unspecified issues with the contact lenses. The consumer's eye condition was unknown at the time of the report. Additional information was received on (B)(6) 2017 stating that the consumer was having issues with her right eye (od). She had developed an ulcer caused by hypoxia and bacterial keratitis. It was reported that the consumer was on unspecified medication (treatment regimen unknown). At the time of report, the consumer's eye symptoms have resolved. Additional information has been requested but not yet received.